Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discordant results for thyroid tests. One patient sample was tested for thyrotropin(tsh), free thyroxine (ft4 ii), and ft3 - free triiodothyronine (ft3 iii). Based on the data provided, the results for ft4 ii were erroneous. The erroneous results were reported outside of the laboratory. The sample was initially tested on the e602 analyzer and then repeated on an abbott architect i2000sr analyzer. The original sample was then treated with heterophile blocking tubes (hbt)from scantibodies and tests were re-run on the e602 analyzer and repeated on the abbott architect analyzer. See the attachment to the medwatch for the patient results. No adverse event occurred. The cobas e602 analyzer serial number was (B)(4). The customer believes there is an interfering factor in the patient sample.

Manufacturer narrative:
The sample was submitted for investigation. Investigation confirmed the presence of a streptavidin interfering factor. This specific interference is addressed in product labeling.